Manufacturer narrative:
Instrument data was requested but the provided files did not include the sample runs information. It cannot be determined if these samples may have been near the limit of detection (lod) for the assay where results are known to waiver. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A non-conformance related to the customer allegation was not identified. --------------- (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 4 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(6). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 negative, influenza a negative and influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat teste analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. On (B)(6) 2021 the customer observed sars-cov-2 negative, influenza a negative and influenza b positive results for 3 patients¿ samples. The 3 patients¿ same samples were repeat tested analyzed on a different cobas® liat® system (s/n not provided) that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the patients¿ samples. Patient sample was collected using nasopharyngeal swab and bd viral transport media. The customer confirmed there was no allegation of harm to the patients. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Four (4) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Corrected b5 by removing the statement regarding the fact that the collection kit used is off-label. The bd media was identified as catalog #220531, which is an on-label collection kit with sample type of nasopharyngeal. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 4 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 negative, influenza a negative and influenza b positive result for a patient¿s sample. The patient¿s same sample was repeat teste analyzed on a different cobas® liat® system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. On (B)(6) 2021 the customer observed sars-cov-2 negative, influenza a negative and influenza b positive results for 3 patients¿ samples. The 3 patients¿ same samples were repeat tested analyzed on a different cobas® liat® system (s/n not provided) that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the patients¿ samples. Patient sample was collected using nasopharyngeal swab and bd viral transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Four (4) mdrs will be filed one for each sample as per FDA guidance.